Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device shut off without user input which was verified through a review of the event history log as 'battery alert! /error: 1' messages and it was duplicated during evaluation by troubleshooting the device. Evaluation observed that the unit is unable to charge battery properly that would lead to the device to turn off. The alternate current power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down without user input, although it was connected to power supply. There was no patient involvement. No additional information is available.